Event description:
It was reported that this device triggered fc1003 related to low remaining battery capacity. The device was explanted. No additional adverse patient effects were reported. Should the device be returned this investigation will be updated.